Event description:
It was reported that diagnostic reports showed high impedances on the leads. As such, surgical intervention took place wherein the leads were explanted and replaced addressing the issue. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.